Event description:
It was reported the pt was unable to increase the amplitude using her programmer. The sjm rep met with the pt and determined the pt had multiple invalid contacts on her lead (off-label use). Reprogramming was attempted using the valid contacts, but the pt was unable to receive full coverage. Follow up identified the pt may be scheduled for surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.